Manufacturer narrative:
Our field service engineer investigated the compressor mini on site and verified a loud rattling noise coming from compressor. The compressor motor was replaced and during the inspection it was noticed the tubing and power cable were damaged. All parts were replaced. The compressor mini passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. The compressor has a capacity of approx. 30 l/min at a pressure of 350 ¿ 450 kpa (50 ¿ 64 psi). The compressor mini is well insulated against noise and therefore does not normally cause disturbance when used during operations. According to the specification the sound level at 1 m distance is expected to be approximately 50 db(a). The investigation findings do not lead to a clear conclusion about the cause of the reported event. Only noise does not affect delivered gas volumes and there is no other information received indicating any variation in delivered gas volumes.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the compressor was making noise. There was no patient harm. Manufacturer's ref #: (B)(4).